Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that the insulin pump had failed selftest alarm. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with failed self-test alarm during self-test due to faulty electrical component on the radio frequency board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.